Manufacturer narrative:
Date of event and weight are estimated.

Event description:
It was reported diagnostics showed high impedances on the lead. As a result, surgical intervention may be pending.

Event description:
Additional information indicates the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.